Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding pain and a loose cemented acetabular insert that was cemented into a gap shell was reported. In addition, another liner was cemented in place at the revision surgery. Conclusion: the reported acetabular insert is not indicated for cemented application. Based on the provided information it has been determined that this event is associated with an off-label application.

Event description:
Patient has had a prior revision. Recently developed pain and we found that she had a loose insert. We cemented another liner into place.

Event description:
Patient has had a prior revision. Recently developed pain and we found that she had a loose insert. We cemented another liner into place.